Event description:
It was reported that the patient received inappropriate shocks and anti-tachycardia pacing therapy due to supraventricular tachycardia. In one episode the device initially withheld detection but did not withhold when the atrial pattern changed slightly. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.